Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation that was similar to a bedsore on her back. Some of the patient's skin was red. The patient's niece, who is a nurse, put a piece of gauze over the sore. Follow-up indicated that the irritation was healing.